Event description:
It was reported that a bcc unit roller head accelerated to an unspecified excessive speed. The clinician attempted to turn the pump off/down by adjusting the pump speed potentiometer, but found that the knob was already adjusted to the lowest on/off position. The pump could only be shut down by turning off the main power switch. The event occurred at the end of the case after de-cannulation. No pt injury.